Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the closure mechanism of the patient line does not work. When the minicap is removed solution is running out even when it is closed. Patient involved but no injury or medical action was reported.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector received in reference to damaged. Set was rinsed with 1:10 bleach solution for disinfecting. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg indicating overtorking. The complaint was confirmed in the lab for damaged. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.